Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The lot number passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The hemodialysis (hd) machine generated a minor blood leak alarm after the hd therapy was initiated. The leak was noted within the dialyzer. The dialysate was tested for the presence of blood. The test results were not provided. The machine alarmed as appropriate. The patient¿s estimated blood loss (ebl) is unknown. The machine was removed from service and patient resumed treatment using a new machine. Additional information regarding the patient was solicited but unavailable.

Manufacturer narrative:
A biomedical engineer (biomed) reported that the leak was noted to be an internal dialyzer leak. The patient completed treatment. There was no observed damage to the dialyzer during the setup, prior to the treatment or post treatment. The dialysate was tested for the presence of blood and the test results was positive. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient's estimated blood loss (ebl) was noted as being approximately 200cc. The patient¿s dialysate rate is 2.0 and the patient¿s blood flow rate is 450. The dialyzer was not available to be returned to the manufacturer for evaluation.